Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, however blood was noted in/on the helix mechanism. The full lead was returned and analyzed.

Event description:
It was reported that during the implant attempt the lead was too short for the patient. The lead was not implanted. No patient complications were reported as a result of this event.